Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture limb asymmetry and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address failed right total hip arthroplasty secondary to bearing wear. Revision notes stated that the hip capsule anteriorly was thickened and there was synovial fluid beneath. Most of the anterior capsule was severely diseased, very inflamed, and thickened with hypertrophic synovium. Synovectomy was performed due to the severity of soft tissue damage. The head and liner were removed. There was corrosion at the trunnion. Clinical visits prior to the revision stated that patient had a large pseudotumor with metal synovitis. Operative findings stated that the heterotopic bone was removed. The metal synovitis had eroded. There was necrotic soft tissue. The leg was lengthened slightly due to loss of soft tissue. Bleeding was minimal. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised to address metalosis. Metal head and metal liner were removed. Surgeon noted abductor loss due to metalosis. No additional information needed. Doi: unknown dor: (B)(6) 2019, right hip.